Event description:
It was reported that a tech trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.